Event description:
Consumer called to report her meter reading much lower than it should. She woke up in the middle of the night with severe pain in her neck and shoulder and her heart was racing. Family member took her to the ER 0 her sugar reading was 520. Stayed overnight for treatment. When she got home she tested and her reading was 65. Thinks the meter is inaccurate.